Event description:
The account generated a repeatedly reactive prism hcv result on a platelet pheresis donor who tested prism hcv negative a week later. The donor has regularly donated platelet pheresis units since october 1991 (previously donating 329 times). The two platelet pheresis products that were yielded from the reactive prism hcv result were discarded. The prism hcv reactive specimen (unit) and the prism hcv negative specimen (unit) both tested hcv nat nonreactive. No impact to pt management was reported.

Manufacturer narrative:
A device eval is anticipated but not yet initiated; therefore, there are no results to report and no results to support a conclusion. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.